Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump did not show bolus in the history. The blood glucose reading is 125 mg/dl. Nothing further reported